Event description:
Right total knee replacement on (B)(6) 2021 in (B)(6) using the depuy attune total knee implants. Done at (B)(6). On (B)(6) 2021, rash with blisters covered entire incision, medrol dose pack and antibiotics given. This rash cleared but came back multiple times. In early (B)(6) 2022, I woke to systemic rash and lymph node enlargement, right inguinal area. I had blood tests, ultrasound of pelvis, continued cortisone and multiple antibiotics. Rash calmed but to this day still have it on ankle. Referred to dermatologist; blood metal testing and skin metal testing done but negative. Referred for biopsy of enlarged nodes: negative. Ultrasound of inguinal nodes. I have tightness of knee, fluid behind knee, rash to ankle, pain from enlarged nodes. ¿depuy/johnson & johnson (B)(4)."